Manufacturer narrative:
H4: the lot was manufactured between february 23-25, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed, and it showed fluid inside a bag that contains the infusor device which suggests leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The nursing staff opened the package of the device and added the medicine to prepare the treatment for the patient. A leak was then found. This was observed prior to patient use. There was no patient involvement. No additional information is available.